Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation due to the left ventricular lead. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.